Event description:
During a pilot osteotomy axis surgery preparation, a piezosurgery ot4 insert tip fractured, leaving the tip wedged into the base of the osteotomy near the sinus floor. The tip had to be surgically removed at the implant site from a buccal approach.